Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4), on (B)(6) 2019. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('nickel allergy'), arthralgia ('joint pain in fingers, thumb and wrist') and endometrial thickening ('thick endometrium') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2014, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), infection ("infections"), arthralgia (seriousness criterion medically significant), endometrial thickening (seriousness criterion medically significant) with menorrhagia, the first episode of complex regional pain syndrome ("algodystrophy"), tendonitis ("tendonitis"), lymph node pain ("painful lymph node in the neck with swelling"), lymphadenopathy ("painful lymph node in the neck with swelling"), migraine ("migraines"), the second episode of complex regional pain syndrome ("algodystrophy"), night sweats ("sweats at night"), insomnia ("insomnia"), pruritus ("itching causing bleeding and swelling") and herpes dermatitis ("herpes with burning on interior aspect of left thigh near the vagina"). On an unknown date, the patient experienced swelling ("swelling"). The patient was treated with anxiolytics, cortisone, ibuprofen, physical therapy (daily for 18 months and everyday for 18 months), surgery (carpal tunnel operation and essure removal) and curettage with general anesthesia. Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals, infection, arthralgia, endometrial thickening, tendonitis, lymph node pain, lymphadenopathy, migraine, the last episode of complex regional pain syndrome, night sweats, insomnia, pruritus, herpes dermatitis and swelling outcome was unknown. The reporter considered allergy to metals, arthralgia, endometrial thickening, herpes dermatitis, infection, insomnia, lymph node pain, lymphadenopathy, migraine, night sweats, pruritus, swelling, tendonitis, the first episode of complex regional pain syndrome and the second episode of complex regional pain syndrome to be related to essure. The reporter commented: the patient had regular medical follow-up. She was also treated with mesotherapy. Ointment was prescribed to treat the herpes with burning on interior aspect of left thigh near the vagina without effect. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive to nickel. Blood test - on an unknown date: inconclusive. Computerised tomogram - on an unknown date: inconclusive. Magnetic resonance imaging - on an unknown date: inconclusive. Radioisotope scan - on an unknown date: algodystrophy was ruled out after scintigraphy however, after consultation with a physician and in view of pain, the physician confirmed the algodystrophy. Ultrasound scan - on an unknown date: inconclusive. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: event added: swelling. Event joints disease updated to algodystrophy. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 31-jan-2019. The most recent information was received on 13-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('nickel allergy'), arthralgia ('joint pain in fingers, thumb and wrist') and endometrial thickening ('thick endometrium') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2014, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), arthralgia (seriousness criterion medically significant), endometrial thickening (seriousness criterion medically significant) with menorrhagia, infection ("infections"), the first episode of complex regional pain syndrome ("algodystrophy"), tendonitis ("tendonitis"), lymph node pain ("painful lymph node in the neck with swelling"), lymphadenopathy ("painful lymph node in the neck with swelling"), migraine ("migraines"), the second episode of complex regional pain syndrome ("algodystrophy"), night sweats ("sweats at night"), insomnia ("insomnia"), pruritus ("itching causing bleeding and swelling") and herpes dermatitis ("herpes with burning on interior aspect of left thigh near the vagina"). On an unknown date, the patient experienced swelling ("swelling"). The patient was treated with anxiolytics, cortisone, ibuprofen, physical therapy (daily for 18 months and everyday for 18 months), surgery (carpal tunnel operation and essure removal) and curettage with general anesthesia. Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals, arthralgia, endometrial thickening, infection, tendonitis, lymph node pain, lymphadenopathy, migraine, the last episode of complex regional pain syndrome, night sweats, insomnia, pruritus, herpes dermatitis and swelling outcome was unknown. The reporter considered allergy to metals, arthralgia, endometrial thickening, herpes dermatitis, infection, insomnia, lymph node pain, lymphadenopathy, migraine, night sweats, pruritus, swelling, tendonitis, the first episode of complex regional pain syndrome and the second episode of complex regional pain syndrome to be related to essure. The reporter commented: the patient had regular medical follow-up. She was also treated with mesotherapy. Ointment was prescribed to treat the herpes with burning on interior aspect of left thigh near the vagina without effect. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive to nickel. Blood test - on an unknown date: inconclusive. Computerised tomogram - on an unknown date: inconclusive. Magnetic resonance imaging - on an unknown date: inconclusive. Radioisotope scan - on an unknown date: algodystrophy was ruled out after scintigraphy however, after consultation with a physician and in view of pain, the physician confirmed the algodystrophy. Ultrasound scan - on an unknown date: inconclusive. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 13-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 31-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("nickel allergy"), infection ("infections"), arthralgia ("joint pain in fingers, thumb and wrist") and endometrial thickening ("thick endometrium") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2014, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), infection (seriousness criterion medically significant), arthralgia (seriousness criterion medically significant), endometrial thickening (seriousness criterion medically significant) with menorrhagia, arthropathy ("joints disease"), tendonitis ("tendonitis"), lymph node pain ("painful lymph node in the neck with swelling"), lymphadenopathy ("painful lymph node in the neck with swelling"), migraine ("migraines"), complex regional pain syndrome ("algodystrophy"), night sweats ("sweats at night"), insomnia ("insomnia"), pruritus ("itching causing bleeding and swelling") and herpes dermatitis ("herpes with burning on interior aspect of left thigh near the vagina"). The patient was treated with anxiolytics, cortisone, ibuprofen, physical therapy (daily for 18 months), surgery (carpal tunnel operation and essure removal) and curettage with general anesthesia. Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals, infection, arthralgia, endometrial thickening, arthropathy, tendonitis, lymph node pain, lymphadenopathy, migraine, complex regional pain syndrome, night sweats, insomnia, pruritus and herpes dermatitis outcome was unknown. The reporter considered allergy to metals, arthralgia, arthropathy, complex regional pain syndrome, endometrial thickening, herpes dermatitis, infection, insomnia, lymph node pain, lymphadenopathy, migraine, night sweats, pruritus and tendonitis to be related to essure. The reporter commented: the patient had regular medical follow-up. She was also treated with mesotherapy. Ointment was prescribed to treat the herpes with burning on interior aspect of left thigh near the vagina without effect. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive to nickel. Blood test - on an unknown date: inconclusive. Computerised tomogram - on an unknown date: inconclusive. Nuclear magnetic resonance imaging - on an unknown date: inconclusive. Radioisotope scan - on an unknown date: inconclusive (algodystrophy was ruled out after scintigraphy; however, after consultation with a physician and in view of pain, the physician confirmed the algodystrophy). Ultrasound scan - on an unknown date: inconclusive. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.